Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net transmission. Upon review, post-paced t-wave oversensing was observed on the implantable cardioverter defibrillator. It was noted that the patient did not receive therapy during the oversensing. Programming modifications were discussed. No intervention was reported. No intervention had been reported.